Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient¿s eye. It was noticed that the haptic was damaged. The iol was removed and replaced with another lens of the same model. There were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.